Manufacturer narrative:
Analysis and results: the involved batch is not known. As no batch number is available, the batch manufacturing record cannot be reviewed. We have only received an open sample without the original package that contains a piece of thread (without needle). However, without any closed sample we cannot carry out an analysis in order to take a decision. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle was originally not attached and packed in the package. There was no patient involvement.